Event description:
According to (B)(6) 2018 - CT abdomen pelvis w contrast. "An inferior vena cava filter is present, which may represent two tulip-style filters placed base­-to-base. Within and below the level of the infrarenal vein filter, the inferior vena cava is completely thrombosed, as are the bilateral common iliac, external iliac and visible common femoral arteries. It is not possible to determine with certainty whether this is acute or chronic or a combination of both. But the relatively large size of distended appearance of the veins suggests this could be thrombosis or re-thrombosis of the previously partially recanalized vessel. It should be noted there is no evidence of thrombus extension above the level of the filter and the bilateral renal veins and inferior vena cava above the filter are widely patent." Opinion: "inferior vena cava filters with complete thrombosis of the inferior vena cava within the filter and below the filter, as discussed above. Status post cholecystectomy."

Manufacturer narrative:
This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. Investigation: investigation reopened due to additional information provided. The reported allegations have been further investigated based on the information provided. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported anxiety is directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: unable to be retrieved, anxiety, ivc occlusion/ thrombosis. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received a gunther tulip implant on (B)(6) 2009 via an existing catheter due to pulmonary emboli. Patient is alleging the device is unable to be retrieved. Patient further alleges ¿I live with the anxiety of having this filter that could fail at any time, but that cannot be retrieved.¿ (B)(6) 2009 ¿ angiogram and ivc filter placement. Findings: "placement of a cordis optease inferior vena cava filter below the level of the renal veins." Impression: "placement of inferior vena cava filter." At the time of this report, awaiting verification of the actual implanted device brand/model.

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Catalog and lot# are unknown; however, the alleged tulip is manufactured and inspected according to specifications. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter device sometime in (B)(6) 2009. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.